Event description:
It was reported that a 43-year-old caucasian female patient underwent a breast augmentation revision with a 700cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) and a rupture on the right side post-operatively, which was diagnosed with an office visit. The patient mentioned she fell. As a result, the patient underwent explantation on (B)(6) 2025, and replaced with a 590cc mentor memorygel breast implant (catalog number 3505590bc) with serial number (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 04, 2025, the mentor analysis lab received two devices for evaluation, both of which had the same lot number and no identifying side designations. According to the information received, the patient experienced a ruptured and capsular contracture on the right side implant. No product quality issues were reported for the left-sided device. On march 27, 2025, mentor completed evaluations on the returned devices as it was impossible to determine which device corresponded to the right-sided breast implant. The analysis for one device (device a) is being included in this report. See associated report for the other device evaluation. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the implant a smooth uhp 700cc was found to be ruptured and received in two parts. Microscopic examination was performed at the edges of the rupture, and no parallel lines caused by instrument damage was identified. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).